Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. Fse found the water leak was coming from the valve connected to the wash manifold. Fse replaced the valve. Replacing the valve resolved the issue. (B)(4).

Event description:
Customer reported a leak on their au680 clinical chemistry analyzer. The leak was determined to be water. Customer was wearing personal protective equipment. There was no exposure to the customer. There was no report of injury. No erroneous patient results were generated or reported. Customer stated that the leak was found while running quality controls.